Manufacturer narrative:
Manufacture date was not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that after a case was over they connected the two carts together after being separated for the case, and the system became unresponsive. The clinical specialist (cs) rebooted the system and disconnected the system from power and the two carts from each other and rebooted with success. The system then functioned as intended. There was no patient present.